Event description:
The report received from the field indicated that during an endovascular procedure for inferior vena cava/ivc filter implantation, the optease retrieval filter failed to cross the target lesion. There was no patient injury reported. During advancement of the device at a bend in the ivc, the optease filter delivery system perforated the optease filter catheter sheath introducer. The entire system was removed successfully without problem and was discarded. Another optease filter was used to complete the procedure successfully. There was no reported patient injury. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during advancement of the filter through the delivery sheath the optease filter perforated the optease filter catheter sheath introducer in a bend in the inferior vena cava. The entire system was removed successfully without problem and was discarded. Another optease filter was used to complete the procedure successfully. There was no reported patient injury. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15430268 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.